Event description:
Event description cpi received information that this bipolar lead was removed from service due to erosion. The physician elected to replace the lead and implantable pulse generator (ipg).